Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a run-off of the right leg with atherectomy and balloon angioplasty via an ipsilateral approach, an advance 14 lp low profile balloon catheter¿s balloon ruptured within a heavily calcified lesion. In addition to having heavily calcified anatomy, the patient also had end-stage renal failure and had undergone previous interventional procedures. The balloon was used with a cook sheath. Another manufacturer¿s inflation device was used to inflate the balloon one time, to an unknown inflation pressure, within a heavily calcified lesion in the distal superficial femoral/popliteal artery; however, the balloon ruptured longitudinally on the first inflation. Per the reporter, the lesion was more than seventy percent occluded. Blood was noted in the inflation device at the time of rupture. It is unknown if the balloon was inflated within a stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.